Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) specifies: additional considerations for pt selection include but are not limited to: proximal aortic neck with minimal thrombus and/or calcification. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: "neurologic damage, local or systemic (e.g. Stroke).

Event description:
On (B)(6) 2012, the pt underwent re-intervention of an open surgical repair performed to treat a thoracoabdominal aortic aneurysm with three gore excluder aaa endoprostheses. A chimney procedure was also performed on both renal arteries and balloon expandable stents were implanted. When the pt awoke from the general anesthesia he had suffered a right cerebral hemisphere ischemic stroke. The pt tolerated the procedure and was admitted to the intensive care unit. The physician attributes the pt's stroke to the manipulation of the endovascular devices at a calcified aortic arch and stated it was necessary to apply the chimney technique to preserve both renal arteries. He reports that the axilar approach and the manipulation of the aortic arch probably contributed to the stroke. The pt had abdominal pain after previous open correction of an aaa. On (B)(6) 2013, the pt had a follow up examination and is reported to be clinically and neurologically stable, but remains semi dependent. On (B)(6) 2013, the physician reported that the pt is walking with support, talking and feeding himself.